Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2012 in site #29 (type ii bone). Primary stability was achieved. Osseointegration was not achieved. The clinician states a bone augmentation was performed 3 years earlier. The implant was removed on (B)(6) 2012 due to pain, swelling, fistula. Medical history: smoker.